Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, causing the pulse wire to become detached from the trunk cable pulse wire. The root cause for the strained cable was excessive force. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.